Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('on the left side also evidence of salpingitis noted') and genital haemorrhage ('she got the essure removed last friday/ abnormal bleeding/bleeding') in an adult female patient who had essure (batch no. Dz3520-not valid,d23520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, obesity and hematuria. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal itching, vaginal burning sensation, back pain, nausea, cramp in lower abdomen, dysuria, appetite lost, anxiety, depression, attention deficit-hyperactivity disorder, obesity, menorrhagia, dysmenorrhea, prolonged heavy periods, headache, neck pain, blood in stool, abdominal pain, pelvic adhesions, pelvic inflammatory disease and dysfunctional uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) for anxiety and depression as well as ibuprofen. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("it caused her to get an infection/infection"), malaise ("product made her very sick"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), migraine ("migraines"), menorrhagia ("severe menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with enterocele repair bilateral salpingectomy, laparoscopic assisted vaginal hysterectomy with enterocele repair,bilateral salpingectomy and endometrial ablation / partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, salpingitis, genital haemorrhage, infection, malaise, dyspareunia, urinary tract disorder, migraine, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, malaise, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, salpingitis and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2014 and (B)(6) 2016. Essure inserted into the left tubal ostium, trailing coils in uterus: 6 and from right side, trailing coils in uterus were 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: result: adequate blockage of essure devices bilaterally. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dyspareunia, pelvic pain, menorrhagia and following event was described in patient's medical record- pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Event: "on the left side also evidence of salpingitis noted" was added from removal details. Concomitant conditions were added. Reporter's information and lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('she got the essure removed last friday/ abnormal bleeding') in an adult female patient who had essure (batch no. Dz3520-notvalid,d23520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, obesity and hematuria. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal itching, vaginal burning sensation, back pain, nausea, lower abdominal pain, dysuria, appetite lost, anxiety, depression, attention deficit-hyperactivity disorder, obesity, menorrhagia, dysmenorrhea, prolonged heavy periods, headache, neck pain, blood in stool, abdominal pain, pelvic adhesions and pelvic inflammatory disease. Concomitant products included bupropion hydrochloride (wellbutrin) for anxiety and depression as well as ibuprofen. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("it caused her to get an infection"), malaise ("product made her very sick"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), migraine ("migraines"), menorrhagia ("severe menorrhagia ") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (endometrial ablation / partial hysterectomy and vaginal hysterectomy with enterocele repair,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, infection, malaise, dyspareunia, urinary tract disorder, migraine, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, malaise, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2014 and (B)(6) 2016. Essure inserted into the left tubal ostium, trailing coils in uterus: 6 and from right side, trailing coils in uterus were 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: result: adequate blockage of essure devices bilaterally. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dyspareunia, pelvic pain and following event was described in patient's medical record- pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr was received. New events dyspareunia, pelvic pain, urinary problems, severe menorrhagia, dysmenorrhea and migraines were added. Event added from mr- pelvic inflammatory disease. Concomitant conditions, drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of genital haemorrhage ('she got the essure removed last friday/ abnormal bleeding') in an adult female patient who had essure (batch no. Dz3520-invalid,d23520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd and obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("it caused her to get an infection") and malaise ("product made her very sick"). The patient was treated with surgery (endometrial ablation / partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, infection and malaise outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, infection and malaise with essure. The reporter commented: discrepancy noted in essure insertion date 2014 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: essure device removal questionnaire received from physician - event "she got the essure removed last friday" pt updated to "genitial bleeding". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of medical device removal ("she got the essure removed last friday") in a female patient who had essure (batch no. Dz3520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("it caused her to get an infection") and malaise ("product made her very sick"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and malaise outcome was unknown. The reporter provided no causality assessment for infection, malaise and medical device removal with essure. The reporter commented: discrepancy noted in essure insertion date 2014 and (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2019: lot number, medical history and essure insertion date were added. It was reported that physician did not remove and have no record of who or when removal was done. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of medical device removal ("she got the essure removed last friday") in a female patient who had essure (batch no. Dz3520-invalid,d23520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("it caused her to get an infection") and malaise ("product made her very sick"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and malaise outcome was unknown. The reporter provided no causality assessment for infection, malaise and medical device removal with essure. The reporter commented: discrepancy noted in essure insertion date 2014 and (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a family member and describes the occurrence of medical device removal ("she got the essure removed last friday") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("it caused her to get an infection") and malaise ("product made her very sick"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and malaise outcome was unknown. The reporter provided no causality assessment for infection, malaise and medical device removal with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.